Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the tip of the glass cap was detached; therefore, the reported event is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glass cap detachment. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified glass cap detachment.

Event description:
It was reported that the IV tubing attached to the fiber had limited irrigation and the laser energy seemed insufficient and sluggish. The fiber was replaced and a second fiber was used to complete the procedure without clinical consequences to the patient. The fiber was returned, and analysis identified that the tip of the glass cap was detached.